Manufacturer narrative:
Section b3: date of event: unknown, not provided. Best estimate would be within the last month. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted and not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Lens bent to the left and broke through tip. Lens would not deploy. It was learned that according to the surgical tech the plunger was stuck and they were unable to advance the lens. No other information was provided.